Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been experiencing high blood glucose levels. The customer stated that when they had 6mm sets, they had issues with high blood glucose, occlusions, and bent cannulas. They switched to 9mm cannula sets and ever since then has not had issues with bent cannulas, but sometimes their blood glucose will not go down. The customer keeps using the same site until they are sure that the new site works, so while their blood glucose at the time of the call was 13.0 mmol/l, they had treated using the old site, and their blood glucose was decreasing. The customer stated that there was blood at the site of insertion. Since the customer did not have extra supplies, troubleshooting was not performed. The customer stated that they do not think the high blood glucose was insulin pump related. Nothing further was reported.